Manufacturer narrative:
Device evaluated by MFR: the v-18 control wire device was returned to our post market quality assurance laboratory. The distal tip returned fully detached. The device was inspected under magnification, and it was possible to see that the distal tip returned fully detached. Also, it is stretched and peeled. This concludes the product analysis.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the superficial femoral artery (sfa). A 300cm, 8cm v-18 control wire guidewire was selected to treat peripheral artery disease (pad) in an endovascular therapy (evt). During the procedure, the tip of the guidewire became lodged in a branch. To extract it, the guidewire was pulled, resulting in its removal from the microcatheter. At that point, it was discovered that the tip of the guidewire remained in the sfa, confirming a fracture. A gooseneck snare was used to retrieve the fragment. The procedure was completed with another of the same device and a stent was placed. There were no patient complications as a result of this event.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the superficial femoral artery (sfa). A 300cm, 8cm v-18 control wire guidewire was selected to treat peripheral artery disease (pad) in an endovascular therapy (evt). During the procedure, the tip of the guidewire became lodged in a branch. To extract it, the guidewire was pulled, resulting in its removal from the microcatheter. At that point, it was discovered that the tip of the guidewire remained in the sfa, confirming a fracture. A gooseneck snare was used to retrieve the fragment. The procedure was completed with another of the same device and a stent was placed. There were no patient complications as a result of this event.